Event description:
Overinfusion of saline, pt set up with 1000cc bag of saline, rate of approx 125cc/hr, a free flow was noted after about 10 min, unit stopped and replaced with another unit. When evaluated by bio med channel a was noted to have a broken motor mount and mechanism was not functioning correctly, no alarms were noted, error log not evaluated. Unk history of unit being dropped or damaged. Motor mount replaced and unit put back in svc after repair and device eval, not returned (reported to alaris until 10/10/2002). No pt injury reported.